Event description:
It was reported that tandem mobi displayed cartridge alarm during cartridge loading despite customer following on-screen instructions. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to remove cartridge, deliver 9-unit bolus with understanding that insulin on board would be affected, and then successfully reloaded original cartridge and resumed insulin therapy, so issue was resolved with no further reported concerns.